Event description:
Surgeon fired across the duodenum 1 cm distal to the pylorus. Misfired and cut the tissue without stapling, and caused bleeding and had to be oversewn. Diagnosis or reason for use: bowel stapling in surgery.